Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that IV fluids were stopped at 1700, 1 hour and 45 minutes prior to line removal. At 1845, md informed that the uac line he was removing snapped as he was pulling it out. Prior to removing catheter the dr. Removed the dressing and sutures freed with suture removal kit. Md called for assistance at bedside to give him more gauze to put pressure at the site of removal. Md applied silver nitrate and surgicel in an attempt to stop the bleeding while still applying pressure. During the event, heart rate decreased to mid 70 bpm, normal saline bolus of 30 mls ordered and infusing through pcvc. Md then visualized remaining catheter and removed it in its entirety from umbilical vessel. Pressure still applied and bleeding stopped. Hr returned to normal as did the blood pressure. Babygram and blood gas ordered. Respiratory hct was 17 and prbc transfusion ordered and given. (Another) dr. Called during event and arrived at bedside within half hour of event.

Manufacturer narrative:
A device history record review could not be performed because the lot number reported was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would avoid this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.